Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic after receiving inappropriate therapy for svt. Programming changes were made. Patient was stable following the event.